Event description:
Customer reported that the alarm is broken, but is unsure exactly what is wrong with the alarm. The customer could not provide a date when the issue was discovered. No patient incident or injury was reported.

Manufacturer narrative:
Results evaluation of the returned product confirmed the reported issue. The unit powers up with batteries and the low battery chirps as it should. However, when set to voice mode the unit does not alarm. There is battery leakage residue on the battery contacts and corrosion on the rj-11 plug. (B)(4).